Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the palindrome hsi catheter has fallen out of the pt. A new dialysis catheter had to be inserted.